Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repair due to cystorectocele, sui and hypermobile urethra.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/06/2016. (B)(4). It was reported that following insertion the patient experienced vaginal pressure, urinary frequency, urge urinary incontinence, pelvic organ prolapse, incomplete bladder emptying and atrophic vaginitis.

Manufacturer narrative:
(B)(4). On (B)(6) 2003 patient underwent a vaginal hysterectomy and anterior-posterior repair.